Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained for a patient sample. The result was reported to the physician. The quality control (qc) was run during the night shift and the level 1 was out high. The customer recalibrated and ran qc. The qc was in range. Repeat testing was performed on the patient sample. The result was (B)(6). A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for instrument inspection. The fse performed a total service call and replaced the silicone pinch valve tubing due to signs of wear. The customer repeated samples from previous days and ran samples in duplicate for a few days. No other discordant results were reported. The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.